Event description:
The facility reported a colleague infusion pump with failure code 810:11, which occurred four times on channel a. According to the facility, this event occurred during programming/setup in the medical surgical unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B)(6), 2010 at 8:00am. The patient informed the cca that she manages her diabetes with insulin (self adjuster). It is not known if the patient took any action regarding her diabetes management due to the alleged issue. The patient stated at the same time she tried to test, she was feeling thirsty, shaky, and developed symptoms of frequent urination. In response to the symptoms, the patient stated she administered 4 units of humalog insulin. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca verified a new battery was replaced on the subject meter; however it would not turn on during strip insertion or when pressing the power button. The alleged issue was not resolved. Replacement meter was sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. In addition, there is no evidence that the patient received treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.